Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The evaluation revealed that the returned device's critical mating features on surface a (surface that mates with the bearing) are within specification. The damages observed on the surfaces were most likely caused during the extraction of the implant. The catalog number, ar-503-tttd and lot number 1307267 associated with this event has been involved in recall number 1220246-1/29/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall.

Event description:
It was reported that on (B)(6) 2015 a patient underwent a right tka procedure. On 10/31/2016 the surgeon performed a revision right tka due to patient pain. During the revision procedure the surgeon explanted the tibial tray ar-503-tttd, lot 1307267 (cc99503 line 174688), femoral implant ar-516-4r, lot 108761424 (cc99503 line 174689), bearing implant ar-513-bd14, lot 113601340 (cc99503 line 174690) and patella implant ar-504-psb8, lot 113601323 (cc99503 line 174813). To complete the procedure the surgeon used another manufacturer's product. Patient was a female, (B)(6). Patient medical records dated (B)(6) 2016 noted examination of the right knee found mild effusion of the right knee. Right knee demonstrated no pain associated with motion in any direction. Mild mid-flexion laxity was noted. Patient has pain in the knee that is increased with activity and weight bearing, as well as interference with activities of daily living. Pain through a limited passive range of motion with crepitus and swelling. X-ray records also noted periarticular osteophytes and joint space narrowing.